Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles and no delivery alarm. The customer¿s blood glucose level was 254 mg/dl. Customer stated that they had occlusion due to no delivery alarm .the troubleshooting was performed and was reported that during the priming the insulin pump alarmed no delivery and air bubbles were noticed in the reservoir and cannula. It was also reported that they had high blood glucose level. The insulin pump will not be returned for analysis.